Manufacturer narrative:
Based on the troubleshooting results technical support was unable to determine the proximate cause of the reported issue. A review of the device history record for (B)(4) was performed from 10/19/2005 to 09/05/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device failed calibration. There was no reported patient involvement.